Event description:
Procedure: gastrectomy. The instrument was applied correctly, but could not provide an adequate seal on the tissue. This led to continued bleeding. There is no information available about the mitigation of the bleeding. There are no patient injuries reported.